Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. The root cause could not be determined conclusively the manufacturer internal reference number is: 2020-07429.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical director reported a patient with a corneal infiltrate of the right eye three days following uneventful photorefractive keratectomy. The patient called in with visual complaints and upon examination the infiltrate was noted. The patient was sent for cultures and fortified antibiotics at the hospital. Additional information requested.